Event description:
The hcp reported the pt had the pump replaced. The catheter had been cleared of the previous compounded drug and a prime of the pump tubing and catheter with the lioresal 2000mcg/ml was done. The pt later presented to the emergency department with overdose symptoms of depressed respirations and lethargy. The pt was treated with physostigmine and the pump was stopped. A follow up report will be sent when additional info is received.

Event description:
Additional info from the hcp reports the pt was intubated and admitted to the intensive care unit. The pump was stopped overnight and restarted the next morning. The pt was monitored in the unit for 3 days total and had no other signs or symptoms.